Event description:
The physician used several different stylets while trying to position the lead. After several trials the stylet got blocked in the lead. A new lead was steered into position, with no change of stylets. There was no pt injury associated with the event. The pt was ok afterward.

Manufacturer narrative:
(B)(4).